Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. Relevant tests/laboratory data, including dates: estimated date. Implant date: estimated date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the mid diagonal coronary artery. Prior to the procedure, the patient presented with stable angina. A 3.0x18mm xience sierra stent was implanted in the patient. Fifteen minutes post-procedure, the patient had unknown symptoms and angiography confirmed in-stent thrombosis. The thrombus was vacuumed and a 3.0x8mm non-abbott stent was deployed as treatment. The patient is currently stable. No additional information was provided.